Event description:
Device was removed due to a "tubing shear". As reported to co, entire device was removed and replaced with an inflatable penile prosthesis. 3/14/97 - upon receipt of add'l info provided by physician/surgeon, he stated, "there was a partial tubing tear near the resipump, secondary to leakage. A leakage site was observed in tubing near pump from cylinder. No kinking or twisting of tubing was noted when pocket was opened however, a liitle excessive tubing was found. Nothing in the pt's history was noted which may have contributed to this occurrence".

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 11/10/92. The pump was removed on 2/28/97, reportedly because of a "tubing tear/fluid leak" add'l info from the physician indicated that a "partial tear in tubing near resipump" was noted. No obvious twist of the device was noted when he opened the pocket. When implanted, excessive tubing was not noticed. There was not info in the pt's history that may have contributed to this occurrence. During explant surgery, the device did not contact any unshod, sharp instrumentation. The device was received and evaluated by the MFR. The two cylinders were received detached from the resipump. During microscopic examination, markings indicating a tubing tear was noted between the pump's serialized outlet and cylinder #1. Based on the received info, and qa's examination, qa confirms a tubing tear between the pump's serialized outlet and cylinder #1. This tear would render the device inoperable and is the reason for removing the device. The tear was contributed to by stress(es) experienced by the device while in-vivo.